Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The sample has been returned to the manufacturer for eval. The investigation is currently underway.

Event description:
It was reported that upon retrieval of the ivc filter, it was observed that one filter leg and one filter arm had detached from the ivc filter. Imaging to determine the location of the detached limbs was not performed. The pt is asymptomatic.